Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The needle plunger, suture, link, needles, and cuffs, key components of the device were not returned; therefore, the reported suture malfunction could not be confirmed. However, there was no abnormal observation found on the returned device that could have contributed to the reported experience. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after an arterial catheterization, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, a suture malfunction occurred. The device was removed and another vessel closure device was used to achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The name of the operator was not provided; therefore, it is not known if the operator was trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event ((B)(6) 2014) as the customer reported the event occurred in the month of (B)(6) 2014 before reporting the product experience. Estimated date of event (the customer reported the event occurred in the month of (B)(6) 2014) before reporting the product experience.